Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. Additionally, the pump declared two additional cartridge alarms (cartridge alarm 5 and 25). Customer's blood glucose was 123 mg/dl. Customer reverted to manual injections fro alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and two of the alleged issues were verified. Alarm 5 issue could not be verified.